Manufacturer narrative:
The pump passed the operating current, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the compromised force sensor system alarm. No unexpected restart alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during prime/rewind. The customer also reported that they received an unexpected restart alarm after turning the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.